Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and they are unable to clear the alarm because of an unresponsive keypad. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped, but it may have been exposed to moisture. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed button error and no button response due to moisture damage on keypad traces. Unable to verify battery out limit due to button and keypad anomaly. Insulin pump had moisture damage found on the electronics. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.